Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior vaginal and paravaginal repair with mesh via purich procedure, pubovaginal sling via tension free vaginal and tape obturator procedure and cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2009, along with cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced extrusion, infection and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2009 and mesh removal on (B)(6) 2012 by due to pelvic pain. No additional information was provided.

Manufacturer narrative:
.